Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The caller noted that the patient was in a post acute care service since implant but now they are back at the assisted living center. The patient does not seem to think it is working. They have a lot of pain and spasms throughout the night beginning in (B)(6) 2017. They also have a yellowish/orangeish/purpleish mark around their torso beginning on (B)(6) 2017. The caller made an appointment with the patient¿s primary physician to have the marks looked at. The patient has poor communication with they use their patient programmer beginning on (B)(6) 2017. They have tried pressing every button one hundred times. The steps to sync with the ins were reviewed with the caller and it was recommended that they call back once they are with the patient. The caller noted that they cannot get the antenna back there because the patient is in a wheelchair. Patient services reviewed with the caller that the patient may have accidently turned their therapy off. The caller was redirected back to the patient¿s healthcare professional (hcp ). The caller noted that they called a manufacture representative (rep) but they are out of town so the rep has not been able to get back to them. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was in pain and couldn't connect to the ins with either the patient programmer (pp) or ins recharger (insr). The caller confirmed they saw a reposition antenna screen on the insr and a poor communication screen on the pp. The caller was requesting a local manufacturer's representative (rep) for assistance. The caller inquired if the device could go into overdischarge in a week. The caller stated they charged last week, they had 4-6 coupling bars, and the battery looked like it was 80-90% charged. The caller still was not able to charge their device and stated they would try to charge the device again. No further complications were reported.